Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 646512,654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe: due to device being removed and having the hysterectomy I was placed on hormone replacement and I have good days and bad days due to my hormones being unbalanced"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: constant bladder problems irregular bladder,"), micturition urgency ("bladder or urinary problems or changes: I have to use bathroom 8 to 10 times a day my bladder is so week"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("bottom of stomach pain"), vulvovaginal pain ("pain:vaginal area") and urinary incontinence ("my bladder is so weak") and was found to have uterine leiomyoma ("8 fibroids the size of an orange"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain and urinary incontinence outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, micturition urgency, nausea, dysmenorrhoea, dyspareunia, abdominal pain lower, uterine leiomyoma, vulvovaginal pain and hormone level abnormal had not resolved. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, micturition urgency, nausea, pelvic pain, perforation, urinary incontinence, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery date of insertion was reported as:date(s) of insertion: (B)(6) 2008, (B)(6) 2009. Discrepancy noted for date(s) of removal: (B)(6) 2016 & (B)(6) 2016. Healthcare provider tell you about your results: 1) the first time only the right tube was fixed ((B)(6) 2009). 2) the second time both were fixed ((B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion.; in february 2010: unilateral occlusion (right tube occluded).. Lot number: 646512, manufacture date: 2009-06, expiration date: 2012-06. Lot number: 654842, manufacture date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 646512,654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe: due to device being removed and having the hysterectomy I was placed on hormone replacement and I have good days and bad days due to my hormones being unbalanced"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: constant bladder problems irregular bladder,"), micturition urgency ("bladder or urinary problems or changes: I have to use bathroom 8 to 10 times a day my bladder is so week"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("bottom of stomach pain"), vulvovaginal pain ("pain:vaginal area") and urinary incontinence ("my bladder is so weak") and was found to have uterine leiomyoma ("8 fibroids the size of an orange"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain and urinary incontinence outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, micturition urgency, nausea, dysmenorrhoea, dyspareunia, abdominal pain lower, uterine leiomyoma, vulvovaginal pain and hormone level abnormal had not resolved. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, micturition urgency, nausea, pelvic pain, perforation, urinary incontinence, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery date of insertion was reported as: date(s) of insertion: (B)(6) 2008, (B)(6) 2009 discrepancy noted for date(s) of removal: (B)(6) 2016 & (B)(6) 2016. Healthcare provider tell you about your results 1) the first time only the right tube was fixed ((B)(6) 2009). 2) the second time both were fixed ((B)(6) 2010) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion.; in (B)(6) 2010: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs received. Lot number was added. Date of insertion and date of removal was updated. Added event hormonal changes describe: due to device being removed and having the hysterectomy I was placed on hormone replacement and I have good days and bad days due to my hormones being unbalanced, abnormal bleeding (vaginal, menorrhagia), heavy bleeding, 8 fibroids the size of an orange, infection (bladder/ urinary tract/vaginal) type: constant bladder problems irregular bladder, bladder or urinary problems or changes: I have to use bathrooms 8 to 10 times a day, my bladder is weak, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bottom of stomach pain, vaginal area pain. Reporter's information was added. Patient's demographics was added. Concomitant drug, treatment drug was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 646512,654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pap smear abnormal and uterine leiomyoma. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe: due to device being removed and having the hysterectomy I was placed on hormone replacement and I have good days and bad days due to my hormones being unbalanced"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: constant bladder problems irregular bladder,"), micturition urgency ("bladder or urinary problems or changes: I have to use bathroom 8 to 10 times a day my bladder is so week"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("bottom of stomach pain"), vulvovaginal pain ("pain:vaginal area"), urinary incontinence ("my bladder is so weak"), pelvic pain ("pain") and abdominal pain upper ("stomach pain") and was found to have uterine leiomyoma ("8 fibroids the size of an orange"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, abdominal pain, urinary incontinence, pelvic pain and abdominal pain upper outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, micturition urgency, nausea, dysmenorrhoea, dyspareunia, abdominal pain lower, uterine leiomyoma, vulvovaginal pain and hormone level abnormal had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, micturition urgency, nausea, pelvic pain, perforation, urinary incontinence, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery date of insertion was reported as:date(s) of insertion: (B)(6) 2008, (B)(6) 2009. Discrepancy noted for date(s) of removal: (B)(6) 2016. Healthcare provider tell you about your results. 1) the first time only the right tube was fixed ((B)(6) 2009). 2) the second time both were fixed ((B)(6) 2010). On (B)(6) 2009- nonocclusion of left fallopian tube. Pt given tx options. Opts for repeat essure on (B)(6) 2009 patient received treatment for events ¿ pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. 1. Nonocclusion of the left fallopian tube. The course of the e-sure (as written) device does not follow the patent left fallopian tube. 2. Successful occlusion of the right fallopian tube.; on (B)(6) 2010: unilateral occlusion (right tube occluded). Uterus appears normal and tilted to the left. Impression: interval revision of left-sided e-sure (as written) device and placement of a second closure device. The left fallopian tube is now completely occluded. Lot number: 646512, manufacture date: 2009-06, expiration date: 2012-06. Lot number: 654842, manufacture date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received-new events abdominal pain were added. On 3-dec-2019: fu 4 and 5 processed together. Pfs received - event stomach pain added. Severity of event was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.